Event description:
On (B)(6) 2013, the reporter contacted animas reported a crack on the display. The reporter denied trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:during a visual inspection of the pump it was confirmed that there was a crack in the pump display lens.